Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the patient had a fever after the implantation and a transesophageal echocardiogram revealed adherent material in the lead which confirmed to be a lead vegetation. No additional adverse patient effects were reported. This crt-d was explanted.